Manufacturer narrative:
Follow-up #1: date of submission 03/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: the pump powers to the "verify" screen in accordance with normal operation with the exception of a dim discolored display. One alarm 177 low battery warning observed in black box and multiple low battery warnings and replace battery alarms observed in alarm history. The battery compartment intact. No cracks. No evidence of moisture contamination inside battery compartment or on underside of battery cap. Battery cap is able to fully tighten. A power loss was not observed. There were current draws within specifications. There was no evidence of moisture contamination or loose components inside pump. Investigators were unable to duplicate frequency of low battery warnings / replace battery alarms as observed in alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.